Event description:
It was reported that the mount tab of the blade broke off during a surgical procedure. It was further reported that the procedure was successfully completed using a second blade. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was returned for evaluation. Lot no. Details were not provided. It was visually confirmed that one of the mount tabs had broken off the blade. Based on this information and other more recent complaints reporting similar events, the root cause for the complaint is determined to be multi-factorial.